Event description:
Consumer alleges a humidifier melted and burned a hole through the body of the unit. No injuries or property damages were reported with this incident.

Manufacturer narrative:
Customer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the rpoduct.